Manufacturer narrative:
Insulin pump passed the self test, displacement test and active current measurement. However, the pump failed the sleep current measurement due to a problem isolated on the electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump receive a low battery prior to replace battery alert. The customer¿s blood glucose level was 5.6 mmol/l and 6.5 mmol/l. Customer states the battery was not previously used. Customer states the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to continue to wear insulin pump until replacement arrives. The device will be returned for analysis.